Event description:
During follow-up, noise was observed on the right atrial (ra) lead. Diagnostic imaging was performed but revealed no anomalies. The healthcare professional suspected ra lead fracture, although it was not confirmed. No intervention was performed. The patient was in stable condition.